Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the heartmate 3 left ventricular assist device, serial number (B)(6), and the report of bleeding could not be determined through this evaluation. The patient remains ongoing on vad support. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications if there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(6) 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted on (B)(6) 2020 for major bleeding. She was presented with a hemoglobin of 8.9/27.4. Patient received 1 units of packed red blood cells at admission. It was determined not to perform any invasive scopes to evaluate for gastrointestinal (gi) bleed. The patient was put on warfarin and the event resolved on (B)(6) 2020.